Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok access device, the user identified a damaged unit package seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: it was reported that the needle pierced through the plastic. Customer reports that needle came through the plastic wall for cat 364902 lot 1089835.

Event description:
It was reported when using the bd luer-lok access device, the user identified a damaged unit package seal where sterility is compromised. The following information was provided by the initial reporter. The customer stated: it was reported that the needle pierced through the plastic. Customer reports that needle came through the plastic wall for cat 364902 lot 1089835.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged cannula hub was observed. The cannula hub can be seen broken off from the holder and the cannula has pierced through the side of the holder. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and the issue of defective holder was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged cannula hub. Bd was not able to identify a root cause for the indicated failure mode.